Manufacturer narrative:
Pc-(B)(4). Batch # unk. A photo was received for review. During the visual analysis, the following was observed: the photo shows a sleeve broken off from the tip side with body fluids present. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic lobectomy procedure, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. The surgeon stopped the operation in time and removed the fragment from the body, changed to another one to continue the surgery. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2022. Additional information was requested, and the following was obtained: was there any patient consequence (event description states piece was successfully retrieved)? If there was a patient consequence, please describe.----unknown. Once there is any update, we will update the information.